Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. See section d for any product information received. Complete product detail has not been received at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision: asr xl acetabular system (left), revision recommended. On 10/1/2017 - update revision due to pain.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ asr revision asr xl acetabular system (left) revision recommended update from crawford¿s spreadsheet 28 oct 2011: surgeon added 10/1 - update from crawfords spreadsheet dated 21 december 2011 - added revision date and changed revision reason. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.